Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture and unstable thresholds were noted on the right atrial (ra) lead during device follow up approximately two weeks post implant. Lead dislodgement was noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.